Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
It was initially claimed that pre-use check did not pass. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the initially claimed pre-use check (puc) failure, has been an o2 cell/sensor test failure caused by o2 cell. During inspection of the device, the technician found that the o2 cell has capacity of 5%. According to user's manual cleaning and maintenance for servo-u rev.01 o2 cell is an article of consumption, which should be replaced if estimated remaining capacity <10%. As the device did not pass puc, it informed about malfunctioning o2 cell - the device worked as expected and informed about wear of the component. The user informed about situation the technician and requested service. The complaint was decided to be reported to competent authorities based on information available at the time of performing decision tree (no logs or no information about faulty part), as the initial description - puc failure - might have underlying causes which represent a reportable event - may affect essential functions of the ventilator. O2 cell is designed only to measuring and will not affect ventilation. The issue has been solved by replacing o2 cell. The device passed all performance tests and could be returned to clinical use. Based on that, the root cause of this issue has been estimated as expected wear and tear.

Event description:
It was reported that the ventilator failed a test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).